Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was observed during evaluation as the unit powering off and then on without user input while using the customer supplied battery module. Inspection of the customer supplied battery module found corrosion causing the failure. The customer supplied battery module was replaced to address this condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01909 can be removed from the FDA database. (B)(4).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump automatically resets without user input. It was also reported there was no patient involvement.